Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the sonic beat (5 mm, 20 cm) front-actuated grip exhibited a detached padding. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h11. Corrected field: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely mechanism causing the reported event might be the following: - the tissue pad was worn and partly peeled off because ultrasonic waves were output with the grasping part closed (including after the tissue was cut) without grasping the tissue. - the tip of the probe came into contact with the grip because the tissue pad was worn out. - by continuing to output in the state of 3.2, a load was added to the probe and probe damage error (u504) occurred. In addition, contact traces were generated. The event can be detected/prevented by following the instructions for use which state: "drawing number and revision number of IFU: rc2058 10. ·do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.